Manufacturer narrative:
There was no patient harm, but spectrum medical is reporting the event pending the results of an investigation. Follow-up #1: investigation is still ongoing. Follow-up #2: investigation is still ongoing. Follow-up #3: investigation determined that teh device driver was not receiving the "off" message as a result of a parsing issue, which causing the cardioplegia application to log data in multiple columns. This is considered unexpected behavior of the system and will be considered as part of ongoing device improvement efforts.

Event description:
User reported route and type of cardioplegia delivered during the case were being altered in the patient chart without prompting. There was no patient harm.

Manufacturer narrative:
There was no patient harm, but spectrum medical is reporting the event pending the results of an investigation. Follow-up #1: investigation is still ongoing. Follow-up #2: investigation is still ongoing.

Event description:
User reported route and type of cardioplegia delivered during the case were being altered in the patient chart without prompting. There was no patient harm.

Manufacturer narrative:
There was no patient harm, but spectrum medical is reporting the event pending the results of an investigation.

Event description:
User reported route and type of cardioplegia delivered during the case were being altered in the patient chart without prompting. There was no patient harm.

Manufacturer narrative:
There was no patient harm, but spectrum medical is reporting the event pending the results of an investigation. Follow-up #1: investigation is still ongoing.

Event description:
User reported route and type of cardioplegia delivered during the case were being altered in the patient chart without prompting. There was no patient harm.